Event description:
Affiliate reports that the icp express screen displayed, "no transducer detected." The microsensor was replaced with a new one.

Manufacturer narrative:
Affiliate reports that after zeroing complete, the doctors connected the microsensor with icp express again, but the screen display, "no transducer". The microsensor was replaced with a new one. The supplier performed this eval. A review of quality records was conducted and prior to distribution, this device met all mfg and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: there is residue visible on the sensor case. The sensor appears undamagaed. There are multiple kinks, pinch marks and other scars on the catheter material. The catheter material is stretched out of shape from 46.5cm to 48.5cm and from 53.5cm to 64cm. The internal wires have been broken. No testing was possible. Based on the above eval, the supplier was able to determine that improper use by the customer has caused the reported condition. Based on the results of this eval no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.